Event description:
The customer received questionable low ion selective electrode (ise) sodium results that have a much higher repeat result on a cobas c311 analyzer. Of the data provided for approximately 15 patient samples, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial result was 129 mmol/l and the repeat results were 139 mmol/l and 138 mmol/l. Patient sample 2 initial result was 134 mmol/l and the repeat result was 143 mmol/l. The patient was a (B)(6) year old female. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot number was c08 with an expiration date of 05/31/2015. The field service representative found the rinse heads were overflowing the reaction cells. He adjusted the dispense volumes on rinse head, performed incubation water exchange and ran precision testing. The precision run passed and all mechanical and operational checks passed successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.